Event description:
It was reported by the rep that when (1) prw35 skin stapler was used during a laparoscopic appendectomy procedure, the staple legs bent and formed irregularly while being applied to the skin. Also, the staples would not stay on the incision. It is unknown how the case was completed. There was no consequence to pt.